Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was returned. Functional testing was performed with the returned wire which consisted of advancing the wire through the annulus and advancing through the catheter. The wire was able to advance without issues. The rotalink advancer that was used in the procedure was not returned for analysis. Functional testing was performed with a test advancer which consisted of connecting the burr catheter to the advancer. The advancer was connected to the rotablator control console system and was able to reach optimum speed with no issues and there were no abnormal noises or leaks. There was no damage to the device, the burr was able to rotate and reach optimum speed during functional testing, and the clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck in lesion and was directly removed without any additional intervention. The procedure was completed with another of the same device. There were no complications reported and the patient was stable following the procedure.

Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck in lesion and was directly removed without any additional intervention. The procedure was completed with another of the same device. There were no complications reported and the patient was stable following the procedure.